Event description:
Received information stating customer received resume pump alarms. The customer did not know if blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.